Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited intermittent loss of capture. After a second attempt place the device did not provide acceptable capture the device was attempted to be removed. Extraction of the device was difficult and took several attempts. The leadless ipg implantation was abandoned. The device was explanted and replaced with a traditional pacing system. It was also noted that the chronic right atrial (ra) lead exhibited a gradual increase in impedance. Lead degradation was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.